Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by "can't apply clip successfully?" Does this mean device would not deploy clip? Does this mean clip came off of tissue once deployed? Does this mean clip not formed properly? Please provide more details regarding specific issue experienced by user. How was case completed? The analysis results found that the el5ml device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Furthermore 9 clips were inside the device. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device could not apply clip successfully. No patient consequences reported.